Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked between the luer adaptor and the non-baxter needle during patient infusion. It was further reported that the bladder ruptured. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from november 15, 2019 - november 18, 2019. H10: the device evaluation was completed. The returned sample did not contain fluid in the bladder. The non-baxter needle reported to be in use with the device at the time of the event was not returned. A visual inspection was performed using the naked eye which showed no signs of abnormality that could have caused the reported leak issue. No evidence of rupture was observed from the bladder. A functional leak test was performed by filling the bladder with green color water to the nominal volume. After fill, a blue winged cap was used to securely close the luer. Thereafter, the sample was monitored until the next day. The next day, no evidence of leak was observed. No evidence of rupture was observed from the bladder during the leak test. Based on the evaluation findings, the device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.